Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - after an implant duration of 68 months it was noted during a follow-up that the pacing impedance on this right ventricular lead had been rising and was out of range. The patient's underlying rhythm is complete heart block and the patient is pacemaker dependent. A revision procedure has been scheduled. No adverse patient side effects have been reported.